Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): mobile: (B)(6) . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that hair-like foreign matter was discovered within the sealed packaging of a coda lp balloon catheter prior to use in a thoracic endovascular aortic repair (tevar) procedure on an unknown patient. There was no need for ballooning during the procedure, so a replacement balloon catheter was not required. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: d4, h6 - annex a, annex g. Investigation ¿ evaluation. It was reported that hair-like foreign matter was discovered within the sealed packaging of a coda lp balloon catheter prior to use in a thoracic endovascular aortic repair (tevar) procedure on an unknown patient. There was no need for ballooning during the procedure, so a replacement balloon catheter was not required. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One sealed device was received for evaluation. A hair-like fiber was noted sealed inside the pouch. The foreign matter was located to the left side of the label. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot recorded one non-conformance that was scrapped prior to further processing. It should be noted that there are no other complaints reported against this lot. Cook concludes there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The device was packaged with IFU t_codalp_rev3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device: how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has determined the event to be due to a quality control deficiency. Cook has quality control steps in place to check for the reported failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.